Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that there was significant torque on the distal portion of the guidewire (subject device) as they navigated around the inside of an aneurysm trying to access the distal vessel. The tip of guidewire (subject device) broke inside the patient. A snare was used to retrieve it, but it was unable to be retrieved. The distal portion of the guidewire (subject device) remained in the patient. There was a surgical delay between 30-40 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be confirmed based and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the tip of subject guidewire wire broke inside the patient. It was further reported that there was significant torque on the distal portion of the wire as they navigated around the inside of an aneurysm trying to access the distal vessel. As the surgeon did this the distal portion of the wire broke off. The physician noticed the distal portion remained in the patient as they removed the wire. Attempts to retrieve the distal wire failed. No additional information was received. As the device was not returned and a review of all available information fails to indicate a probable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that there was significant torque on the distal portion of the guidewire (subject device) as they navigated around the inside of an aneurysm trying to access the distal vessel. The tip of guidewire (subject device) broke inside the patient. A snare was used to retrieve it, but it was unable to be retrieved. The distal portion of the guidewire (subject device) remained in the patient. There was a surgical delay between 30-40 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.